Manufacturer narrative:
The nurse reported that the gf-210ra is displaying line block error and gas device error. This unit was not taking reading. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Bedside monitor: model: bsm-3532a. Sn: (B)(6).

Event description:
The nurse reported that the gf-210ra is displaying line block error and gas device error. This unit was not taking reading. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: the nurse reported that the gf-210ra is displaying line block error and gas device error. This unit was not taking reading. No patient harm was reported. Investigation conclusion the evaluation shows that the root cause of the reported issue is due to pneumatic hardware failure and sensor unit/pump failure. No further investigation will be performed. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device bedside monitor model: bsm-3532a, sn: (B)(6), additional information: b4 date of this report, d9 device available for evaluation g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The nurse reported that the gf-210ra is displaying line block error and gas device error. This unit was not taking reading. No patient harm was reported.